Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and based on the review of the archive data. The root cause of the (ua) 07 was the defective load cell module 2, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed, and no physical damage was observed. A review of the archive data showed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large); thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. A load cell characterization test was performed and confirmed load cell module 2 was over-reporting, affecting the linearity of the two load cells installed in the autopulse platform. The load cell will be replaced to remedy the fault. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, when a patient covered in a blanket was placed on the autopulse platform (sn (B)(4), the customer noticed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The staff is unsure if the error was there before the placement of the patient or after. Treatment was continued with manual CPR. No impact or consequence to the patient.